Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: bottle 10 (ethanol) was not in contact with the corresponding sensor for 4 minutes and 45 seconds from 15:41:30pm on 03 september 2020, which is sufficient time to replace the reagent; and the station properties were reset at 15:46:35pm on 03 september 2020, with a user affirming in the instrument software that the reagent concentration was to be set to 80%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=97.2%, cycle=9, cassettes= 660 and days=7. Bottle 13 (xylene) was not in contact with the corresponding sensor for 4 minutes and 47 seconds from 15:41:35pm on 03 september 2020, which is sufficient time to replace the reagent; and the station properties were reset at 15:46:40pm on 03 september 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 13 prior to these user actions were: xylene concentration=92.3%, cycle=9, cassettes= 606 and days=7. There is no evidence of any use error(s) when replacing this reagent. Bottle 10 (ethanol) was not in contact with the corresponding sensor for six (6) seconds from 15:46:47pm on 03 september 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 15:46:57pm on 03 september 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=80%, cycle=0, cassettes= 0 and days=0. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "fat" protocol comprising 130 cassettes, which started in retort a at 16:25pm on 03 september 2020 and completed at 04:23pm on 04 september 2020. No event/error codes were recorded during execution of this protocol. The reagent in bottles 10 (ethanol) and 13 (xylene) was used for the first-time following replacement in the final dehydration and clearing steps respectively of this protocol. The variance between the ethanol concentration of 95% measured by the fss using a hydrometer on 08 september 2020, and that calculated by the instrument software of 100% indicates that a use error occurred during replacement of the reagent in bottle 10. A user affirmed in the instrument software that the ethanol concentration in bottle 10 was to be set to 80% at 15:46:35pm on 03 september 2020, and to the default value of 100% at 15:46:57pm on 03 september 2020. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group, or type, is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which had an ethanol concentration of 95% due to the use error, was used for the final dehydration step of the "fat" protocol started in retort a at 16:25pm on 03 september 2020, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 15:46:57pm on 03 september 2020 during manual replacement of the reagent in bottle 10 (ethanol). Specifically, the ethanol concentration in bottle 10 measured by the assigned leica field applications specialist - core histology using a hydrometer was 95% and that calculated by the instrument software was 100%. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following in relation to peloris ii rapid tissue processor serial number (B)(4): "over and under process tissue approx 130 cassettes/ breast/ ln/ placenta/ the breast are fatty tissue and is under process/ placenta is over process/ alcohol are checked via hydrometer and they match the software concentration/ no error prompted ran to completion." On 08 september 2020, the assigned leica field applications specialist, core histology (fss), visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss documented the following observations: "bottle 10 (100% ethanol read as 95%). Last ethanol before xylene. Changed prior to run. Customer uses peloris bottles to make 70% and 80%. 95% ethanol is purchased pre-made (thermo). Findings render potential cause as bottle # 10 was replaced with 95% but user selected default setting of 100%." The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle 10 (ethanol), in which the measured ethanol concentration was 95% and the calculated concentration was 100%. The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "fat" protocol comprising 130 cassettes and executed in retort a, which started at 16:25pm on 03 september 2020 and completed at 04:52am on 04 september 2020; and the type and size of the tissue samples processed were "lymph nodes and breast" ranging from 2cm x 3cm (breast). On 10 september 2020, leica biosystems melbourne received information from the assigned leica applications specialist, core histology, that all cases involved in this event were diagnosable.